Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that keypad button presses did not activate desired pump functions. The patient claimed that the issue began after she went swimming with the device on. The patient did not allege any harm or injury because of the reported issue. The patient denied observing moisture in the pump battery and cartridge compartments. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to keypad button presses. There is no evidence; however, that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4): testing was unable to confirm the complaint of an unresponsive keypad: all keys are responsive. The keypad was intact and when removed keypad, contamination under the "contrast" key contact. The battery cap returned was stripped and unable to power up pump. A test battery cap was installed and all testing was performed with test cap. Disassembled pump and found evidence of moisture throughout pump and on keypad flex connector.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.